Event description:
It was reported that the stretcher brake and steer mechanisms are difficult to engage/disengage, the power cords are difficult to reach (non-ergonomic feature), and the users have difficulty with the weight of the stretcher (non-ergonomic feature). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Section b5 has been updated to include further malfunction allegations.

Manufacturer narrative:
Investigation complete, h codes updated to reflect investigation results.

Event description:
It was reported that the stretcher brake and steer mechanisms are difficult to engage/disengage, the power cords are difficult to reach (non-ergonomic feature), and the users have difficulty with the weight of the stretcher (non-ergonomic feature). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the stretcher brake and steer mechanisms are difficult to engage/disengage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.